Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. Reference medwatch with a1 patient identifier 200184428 for the compact plus system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 7.2 mmol/l (aviva nano system) and 15.0 mmol/l (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.